Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Pump displayed tx error. Event date: (B)(6) 2020. How long has the tx been in use? 34 days. Did customer use tx more than 3 months? No. Tx ID/sn: (B)(4). Is tx in warranty? Yes. Customer's current weight? (B)(6). Is customer using dexcom mobile app? No. Resolution - tx within warranty. Cts returned and replaced the tx. Cts sending goodwill sensor.